Manufacturer narrative:
Based on the information provided, the malfunction is consistent with a pre-analytical error based on the centrifuge time and speed of the initial run for the sample.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys igf-1 results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 11.90 ng/ml. The initial result was questioned and it was requested the sample be repeated. The repeated result was 247 ng/ml. The sample was repeated a third time and the result was 253 ng/ml. The reagent lot number is 445429. The expiration date was requested but not provided.